Event description:
An updated serious adverse event form was received indicating that the increase in seizures began on (B)(6) 2013.

Event description:
It was reported that the study patient experienced "frequency crisis augmentation". It was reported that the increase in seizures was possibly related to device stimulation. Device treatment was interrupted and the event resolved. The patient was not discontinued from the study. It was reported that there was no information available in the patient's file that pertained to the reported event. The patient's generator was programmed on in (B)(6).

Event description:
Additional information was received via a new adverse event form stating that the patient's increase in seizures had resolved. The patient had to add medication to resolve the increased seizures and the seizures had reportedly resulted in a hospitalization for the patient.

Manufacturer narrative:
Date of event; corrected data: new information received corrects the date of event.